Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok keypad button was under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/08/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/22/2015 with the following findings:the keypad was found to be fully intact; no damage or peeling was observed. During testing, all of the keypad buttons responded appropriately to button presses. The keypad cover was removed and no evidence of contamination was found under the key contacts. The complaint of the under-responsive ok keypad button was not duplicated during investigation. There were no defects were found.